Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2023 with a blood glucose (bg) level of 40 mg/dl and was ultimately admitted to the intensive care unit. Cause of low blood glucose was unknown. Customer tried to address bg with carbohydrates. Reportedly, customer bit off chunk of tongue due to epileptic attack caused by low blood glucose. Customer was provided with shots of insulin for treatment. Reportedly, there was no permanent damage to customer; healthcare provider requested MRI for customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.